Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(6) has not yet been returned to acist. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The cine-angiograms have been returned for evaluation and following is the acist medical advisory board member's assessment: the case report provided by the user facility describes air injection but does not state when it was observed. The case report also suggests that there was more than one air injection. The angiogram on the disc shows a left coronary angiogram. On the first injection, there is occlusion of the left anterior descending coronary artery (lad) and circumflex. The appearance is consistent with a large bolus of air having been injected shortly before this angiogram. The actual air injection is not visualized. There are three more angiogram runs that all show the same thing, but from different angles. Approximately 30 minutes later (based on the time stamps on the runs), there is an angiogram showing restoration of flow into the lad and the circumflex. The vessels do not have significant obstructive disease. Next there are images of the right coronary artery (rca) that also appears widely patent with normal flow. Finally, there are images of an impella device positioned in the left ventricular / aortic ratio (lv/ao) outflow tract. The case reports do not describe what the operators think happened. However, air injection prior to the first angio are usually secondary to air not being completely flushed from the system and or the catheter. In that situation, the air can be injected into the coronaries during test injections performed while positioning the catheter into the left main. There are no additional air injections visible on the recorded images. The placement of the impella catheter suggests that the patient was hemodynamically unstable and needed resuscitation. Upon completion of the investigation, acist will submit the follow-up report.

Event description:
During an angiography on a 71-year-old female patient with coronary heart disease, a probable air injection occurred. The patient experienced transient st elevation with chest pain, abnormal heart rhythm, evidence of myocardial infarction, cardiac biomarker elevation, and hypotension. Due to the patient's vitals dropping, the patient required reanimation, and an impella assist was used for blood pressure stabilization.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was evaluated on february 16, 2026. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed, and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The device history records were reviewed for the acist single-use manifold kit, model bt2000, lot 19625n; acist angiotouch hand controller kit, model at-p65, lot 25925b, and acist a2000 multi-use syringe kit, lot 17725g and there were no deviations or non-conformities that occurred during the manufacture of these lots. This report is closed.